Event description:
A customer reported the trocar would not hold infusion. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
Three used 23ga trocar and three trocar spears were received and visually inspected with the aid of microscope. The three trocars seated firmly on the three spears. No deformity was observed. The fitting between the infusion cannula and trocar was investigated by using the 23ga infusion cannula from the lab. The infusion cannula was dropped into the trocar at different orientations. The infusion cannula did not fall all the way into the three trocars until an extra pressing force was applied to the infusion cannula. To recreate the customer experience, both the infusion cannula and trocar cannula involved must be returned for testing. The customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. This is one of two complaints reported against the finish goods lot and the device history record review shows the product was released to specifications. The root cause is unknown. The customer's complaint could not be verified as the infusion cannula was not returned with the trocar cannulas; however, it is believed to be related to design specification. An internal investigation has been opened. (B)(4).